Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because the sample was not returned and no lot number ws indicated for this complaint, the root cause cannot be determined. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A surgeon reported that from time to time during surgery, the infusion cannula does not lock into place. There has not been any harm to the pts.